Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was undersensing resulting in false pause episodes noted on the implantable cardiac monitor. Patient was stable and will be monitored.